Event description:
During the procedure, the patient had five integrity bare metal stents (bms) and one resolute integrity successfully implanted. It was reported that the patient had very tortuous and calcified arteries. Another integrity bms was attempted to be implanted however failed to cross the lesion because of the challenging anatomy. The device was returned to the manufacturing facility for evaluation and the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the stent had moved distally along the balloon. All the segments were severely bunched and deformed. Crimp impressions were evident on the balloon. The distal tip was damaged. The transition shaft was bunched and twisted at the exchange joint. The balloon and inner shaft were kinked just distal to the proximal pillow.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device - (lesion morphology - it was reported that the stent failed to advance through the vessel due to the patient¿s challenging anatomy). Evaluation conclusions: device failure related to patient condition - (lesion morphology ¿ it was reported that the stent failed to advance through the vessel due to the patient¿s challenging anatomy). (B)(4).